Manufacturer narrative:
Event date is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported patient failed to charge the device from six years ago (approximately 2014) and was not using the device . Manufacturer representative met the patent and was unable to communicate with external devices and deemed ipg to be inoperable. To address the issue patient underwent surgical intervention wherein the ipg was replaced. Reportedly effective therapy was restored.